Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of implantation was reported incorrectly. The actual correct date of implantation was (B)(6) 2015. In addition, it was omitted to report in the initial report that the patient experienced paresthesia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation was (B)(6) 2019. The patient experienced bilateral chest pain with rippling, heart palpitations, dizziness, hair loss, severe stomach pain, numbness in both arms and fingers, migraines, joint pain. Reason for device explant and/or reoperation: generalized illness, capsular contracture, cutaneous contour deformity no concomitant products. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/8/2020, mentor became aware that code cutaneous contour deformity was added erroneously. The code was removed to properly code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: a gel mentor memorygel breast implant 450cc, catalog number 3504501bc, sn (B)(4), lot number 6665861. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 450cc and experienced capsular contracture baker grade iii on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.